Event description:
It was reported that a patient underwent an atrioventricular reentrant tachycardia/ wolff-parkinson-white (avrt/wpw) cardiac ablation procedure with a thermocool smarttouch sf for which biosense webster¿s product analysis lab (pal) identified a hole on the surface of the pebax section. Initially, it was reported that the catheter disappeared on ablation on the carto 3 system. It was reported that the catheter could be seen clearly on the ultrasound machine. The reporter stated that off ablation, there were no issues and there were no error codes on the carto 3 system. The cable was replaced with no resolution. When the catheter was replaced, the issue was resolved. No adverse patient consequence was reported. The visualization issue was assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Pal received the device and per the evaluation completion on 18-sep-2024, a hole on the surface of the pebax section was observed and a foreign material inside it. This was assessed as MDR reportable with an awareness date of 18-sep-2024.

Manufacturer narrative:
The device was returned to johnson & johnson medtech for evaluation. A visual inspection and magnetic sensor test of the returned device were performed following johnson & johnson medtech procedures. Visual analysis revealed a foreign material inside the tip. The device was connected to the carto 3 system, and it was recognized and visualized correctly. No issues or errors were observed. The device tip was inspected under a microscope after and a hole on the surface of the pebax section was found, with a foreign material inside it. It was determined that the damage and the foreign material observed was sustained someplace external to the manufacturing environment and could be related to the visualization issue reported by the customer. A manufacturing record evaluation was performed for the finished device number lot 31342030l and no internal action related to the complaint was found during the review. The visualization issue reported by the customer was confirmed due to the hole in the pebax. The potential cause of the hole in pebax could not be determined. The instructions for use (IFU) contain the following recommendations: in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).